Event description:
The ophthalmic surgeon stated the blade broke off of a dfh-0012, 19 g packer/chang iol cutter with inspection port. There was no patient impact and the blade was removed during surgery.

Manufacturer narrative:
The dfh-0012, 19 g packer/chang iol cutter with inspection port was manufactured on october 6, 2011 and distributed to dr. (B)(6) on (B)(6) 2011. The instrument appeared to have dried viscoelastic residue on the surface. The tine near where the blade broke off is discolored. It appears that the break is due to normal wear and tear.